Event description:
Additional information was received patient had lead replacement. Surgical intervention resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing inadequate pain relief and coverage. As a result, surgical intervention may be undertaken for this issue.